Event description:
It was reported that patient experienced ineffective therapy. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.